Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to not be capturing two days after implant. It was determined that the lead has dislodged and it was suspected that it may have perforated the heart wall. Pacing impedance was noted to be high out of range. The lead was surgically repositioned and remains in service. No additional adverse effects were reported.